Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 0.249 mui/ml and was reported outside of the laboratory. The sample was repeated on (B)(6) 2018 and the result was 11.83 mui/ml. The sample was repeated on (B)(6) 2018 and the result was 9.91 mui/ml. There was no allegation of an adverse event. The reagent lot number was 259199. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.